Manufacturer narrative:
B3: event date estimated as data was collected from time range of 2010 to 2020. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: khalid, s et al (2024) 5-year stroke rates in nonvalvular atrial fibrillation after watchman compared to direct oral anticoagulants. 83 (163-168). Journal of cardiology. Doi.org/10.1016/j.jjcc.2023.07.015.

Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via a retrospective, multicenter, 1:1 matched cohort study derived from the pearldiver mariner database from 2010 to 2020 following patients who underwent a left atrial appendage (laa) closure procedure where watchman closure devices were implanted. Patients with nonvalvular atrial fibrillation on oral anticoagulation who had a major bleeding event were identified. Those who received either watchman closure devices or direct oral anticoagulant (doac) after resolution of the bleeding event were selected. It was reported the following serious injuries occurred and were compared over 5 years: transient ischemic attack, ischemic stroke, hemorrhagic stroke, and major bleeding events. Some patients required medication changes and hospitalization in response to the events.